Event description:
A dr reported a death of pt who was supported by the cardiowest temporary total artificial heart (tah-t). Syncardia's principal investigator, another dr spoke to dr(reporter) about the pt's death. Dr(second) reported that dr(reporter) stated that the pt was non-compliant and would not take his anticoagulation medications. In the absence of any anticoagulation, the outflow valve of the tah-t left ventricle occluded. Pump flows on the left decreased markedly, and an early left ventricular full filling pattern was observed shortly before the output of the left side went to zero. The right side continued to pump, and the pt was found to have pulmonary edema on chest x-ray. When the tah-t was explanted, a large thrombus was found on the outflow valve. The syncardia tah-t explant form, completed at the hospital, has a notation stating. "Thrombus adhered to ejection valves of left and right ventricles. The pt refused to take his anticoagulation drugs." Patients who are implanted with the tah-t require systemic anticoagulation. The syncardia cardiowest tah-t instructions for use, contraindications, states as follows: "the cardiowest tah-t is contraindicated for use in...patients who cannot be adequately anticoagulated on the tah-t."

Manufacturer narrative:
Syncardia has requested that the explanted tah-t be returned for eval, and the results will be reported in a supplemental MDR.